Event description:
It was reported that the catheter was leaking near or at the y. Entry site disinfected with chlorhexidine 4% in 70% alcohol. Used liquid povidone iodine on catheter and extensions only.

Manufacturer narrative:
The complaint was confirmed. A 0.3 inch longitudinal cut was found in the tubing between the bifurcation and the d/l tubing. The distal end of the cut was located 1 inch proximal to the surecuff. The external surface of the d/l tubing exhibited more damage than that found within the lumen. Shorter superficial cuts were found around the tubing from the 0.3 inch cut. The exact cause of the cuts is unk. No other damage or defects were noted on the complaint sample.